Manufacturer narrative:
(B)(4): user error contributed to the event. It was reported that the the toggle switch was in the incorrect position.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-06353. The same patient is represented in each medwatch.

Event description:
It was reported that a patient underwent a myomectomy procedure on (B)(6) 2012. While the surgeon was morcellating the fibroid she received torque and the blade stopped. It started spinning again and then stopped again. Another like device was used. Later, it was noted that the toggle switch was in the incorrect position. The toggle switch position was corrected and the procedure was completed with no adverse patient consequences.

Manufacturer narrative:
No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.